Event description:
After adhesive recementation of a veneer with ebs multi/compolute the pt experienced perioral ulcerations. This report is about compolute. The corresponding report regarding ebs multi is filed under 9611385-2000-00013.